Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from mexico reported that within 10 minutes, he obtained blood glucose reading of 125 mg/dl with the contour ts meter and 70 mg/dl with the laboratory testing. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour ts meter and in-house contour ts test strips from lot # 0mm3f09b using blood sample, which gave a satisfactory performance.